Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side implant is"too heavy and causing back pain." Patient also reported that the implant is "still high and have not dropped." Healthcare professional reported right side no complaint against device. Healthcare professional also reported on the rga right side "deflated interior pedicle" and "hole non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Unsatisfactory result: unable to observe as it is not related to the device. Deflation: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side implant is"too heavy and causing back pain." Patient also reported that the implant is "still high and have not dropped." Healthcare professional reported right side no complaint against device. Healthcare professional also reported on the rga right side "deflated interior pedicle" and "hole non-specific". Device has been explanted and replaced.